Manufacturer narrative:
Device is a combination product (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The target lesion was located in the right proximal to mid superficial femoral artery (sfa). A 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced over a guide wire and stent deployment was initiated. During deployment, the delivery system broke. The physician took the handle apart to deploy the rest of the stent manually. Due to the forces needed to deploy the stent, the stent was dragged partially deployed in the sfa approximately 2cm. The stent was elongated approximately 5cm post-deployment. The procedure was completed with a different device. There were no patient complications reported and the patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer sheath, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The device was returned with the handle opened. Visual examination showed that the outer sheath and the nosecone separated from the handle with a kink approximately 1cm from the nosecone. The mid-shaft showed kinks approximately 3cm, 5cm, 8cm and 13cm from the markerband. The mid-shaft was also pulled from the retainer clip. The inner liner was kinked at the distal end of the mid-shaft. The proximal inner was also kinked 2.5cm from the distal end of the clip. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the lesion was 100% stenosed. The sfa was non-tortuous and not calcified. The lesion was not pre-dilated. The eluvia was advanced contralateral over a 0.035 260cm amplatz guidewire and 1cm of the stent was deployed when the issue occurred. The stent did not fracture and was treated with balloon dilation using a 5x200mm mustang balloon.